Manufacturer narrative:
(B)(4). Meter and test strips returned on 3/21/2016. Qc evaluation completed on 4/21/2016 for each product. Investigation completed and product evaluated with no defect found on returned meter. Returned test strips produced lo readings on level 270. Black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
Customer's daughter is calling complains of e5 error message. Customer feels physically fine at this time. Customer states the most recent vial of test strips have been producing an e-5 message every time that applies the blood sample to test strip. Verified the strips expire 4/30/2018. Customer stores supplies in the kitchen. No adverse event reported. Attempt to retest but error message persists.